Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The stapling device was being used to resect the stomach. The first firing was closet to the pyloris. The stapler was able to fire and staples formed correctly. It completed half of the firing before stopping. The stapled part was good but it did not complete the firing sequence and staples were left in the loading unit. The staple line was incomplete at the distal end. In order to resolve the issue and complete the case, a new reload was used. The additional reload was able to be fired successfully using the original powered stapling handle. There was no patient harm. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.